Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that a patient who had undergone lasik surgery was postoperatively overcorrected. The reporter also indicated the refraction over the past few months fluctuated strongly in the sphere (+0.5 to +3.0). Additional information has been requested, but not received to date.